Event description:
Flames under oxygen face mask when surgeon activated cautery on forehead wide excision procedure. Chloraprep solution was used as prep and allowed to dry, head wrapped in cotton towels, lidocaine and marcaine used for local anesthetic. First and second degree burns to tongue, cheeks, lips, and nose. Dose or amount: marcaine 0.5%, route: sq. Dose or amount: - lidocaine 1%, route: sq. Dates of use: (B) (6) 2000 - (B) (6) 2010. Diagnosis or reason for use: cautery in surgery. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?: yes.